Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang the device was received for evaluation. Visual inspection was performed which found a damaged connector on the ac power adapter. Functional testing was unable to reproduce the reported alarm or a battery error alarm. An event history log review was performed which identified a depleted battery alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the event. The cause of the alarm condition was due to a damaged connector on the ac power adapter. The ac power adapter would be replaced to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a depleted battery alarm was identified. No additional information is available.